Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the patient weight was asked but unknown at this time. The software version that was used for the event was 1.0. Troubleshooting: downloaded and viewed long and short report. The hcp was going to go back and read logs of the pump to check for update time stamps until he found the confirmation of the bolus under the patient session log. Cause: it was unknown at this time. The patient was itchy and irritable, with a return of spasticity so they wanted physician to troubleshoot pump first. The pump seemed to be functioning as normal and it was reported that the patient was diagnosed with a urinary tract infection (uti). They were able to aspirate, and normal contrast spread at tip of catheter. It was noted that there was no action/intervention for the withdrawal symptom since it was not due to baclofen. The event was resolved. Additional information was received from the company representative (rep) and confirmed with the healthcare provider that the patient diagnosed with a urinary tract infection (uti) was unrelated to a medtronic device and/or therapy.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown) at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported that a prime was done today at about 4:30-5pm because a side port aspiration had been performed and hcp was certain that a priming bolus was done but the session long report did not show a bolus. The hcp had done an update prior to that at 12:37 but had not ended the session. The hcp was certain they updated ended the session the second time. The company representative (rep) stated the side port aspiration had been done due to suspicions of withdrawal. A few days later, they found proof of the priming bolus in the patient session report but not in the long report and inquired why.

Manufacturer narrative:
Continuation of d10: product ID a810 , product type software product ID a810 ,product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.